Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2011 with the following findings: inspection confirmed that the audio bolus button cover is intact. Evaluation revealed that the audio bolus button is intermittently responsive. There was evidence of contamination found under the audio bolus button key contact.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the keypad buttons have become difficult to press over the past 2 to 3 months. She noted that all buttons still click and spring back when pressed. The patient stated that the audio bolus button no longer works. She reported that the keypad is peeling under the ok button and the keypad feels loose around all of the buttons; she stated that the audio bolus button cover is intact. The patient denied exposing the pump to water. The patient stated that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because of the unresponsive audio bolus button.